Event description:
The customer reported, the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone and directed the customer in restoring the system to operating as intended.